Event description:
The caller reported via phone call that the insulin pump had a button error alarm. The caller confirmed that the customer wore the device into a swimming pool. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces. All of the buttons are functioning properly and no button error alarm during our testing. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.